Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for non-malignant pain and chronic low back pain reported after having the implantable neurostimulator (ins) repositioned, she was having squeezing on and off where the leads go up into the spine where it was connected since the surgery took place. According to the patient the top left corner of the ins had been protruding again since (B)(6) 2015, but they hadn't talked to their physician about it. In (B)(6) of 2015 the healthcare provider (hcp) made the patient turn stimulation off so they could do steroid injections in between the verset joints; and if the patient could get pain relief then they would fuse. A follow-up appointment was scheduled for (B)(6) for further evaluation (risen procedure) from the injections. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.